Event description:
It was reported that the pump touch screen was cracked, unresponsive and unreadable. Additionally, the customer reported high blood glucose (bg) level of 672 mg/dl. Customer administered insulin via an intravenous (IV) drip to address high bg. The customer reverted to an alternate method in insulin therapy.